Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a physical evaluation of the device was not possible to be conducted, as the device is not available to be returned and implants were deployed in the patient. However; per picture provided by the customer it can be noticed the suture looks frayed in one of the ends; the complaint is confirmed. A possible root cause for the broken suture could possible be due to excessive force applied while manipulating the device. A non-conformance search was performed and no non-conformances were identified for this part number (228141) with lot number (l854986) combination per qlik search performed on 09/03/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information provided my the affiliate reported the case was successfully completed but it was not known how.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number : (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate that during an acl reconstruction + meniscus suture + articular cavity debridement, after fired, when tighten the suture of the omnispan meniscal repair 12deg, the suture was broken as the photo shows. Used another suture to tighten the backstop. Another omnispan meniscal repair was used, the event reoccurred. Used the 3rd one, could not fire again (the 1st backstop was deployed, but 2nd one could not be deployed). Used the 4th one, the event re-happened. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided. Additional information provided by the affiliate reported all implants were removed from the patient